Event description:
It was reported that a tandem mobi pump unexpectedly shut down, and its leds were not blinking. There was no adverse impact to the customer's blood glucose level. The customer confirmed that the pump needed to be placed on a charging pad to turn back on, and tandem technical support provided guidance on resetting the pump and uploading logs for investigation. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.